Manufacturer narrative:
Date of the event (B)(6) 2018 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for essential tremor and movement disorders. It was reported poor coupling with recharging. Patient reported that they could not get the implant to charge, further describing that they were getting no coupling bars shaded black. Patient confirmed that no coupling bars shaded was what they were referring to when they said they could not get the implant to charge. Patient confirmed that they had a fall on (B)(6) 2018, further stating that they had not noticed any difference/changes to the implant site. Patient noted that they had trouble with coupling before but yesterday was the first time the patient could not get any coupling bars. Troubleshooting was done at the time of report, with patient repositioning antenna over the ins, turning antenna dial through all four positions. The antenna locator (al) feature was reviewed but still patient did not get coupling bars shaded. Al and a recharge session were attempted but this did not resolve the issue. Patient was only able to get the top number in al feature to go to 36 and confirmed still got no coupling bars shaded. The importance of antenna placement was reviewed as well as charging over thin material and not bulky clothing. It was reviewed with patient how the number of efficiency bars would affect recharge time. An email was sent to repair department to replace the recharger antenna. Patient was redirected to follow up with the health care professional (hcp) to get the implant checked if the replacement antenna did not resolve the issue. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating they had received the new ins recharger antenna and was still having an issue with coupling boxes. The patient stated they been had getting zero coupling boxes at the time of the report. Patient was walked through repositioning the antenna but the patient was getting the same result. Patient was directed back to the health care professional (hcp) to take a look at the ins. Troubleshooting was tried to assess the antenna locator (al) feature, patient got upset and ended the call. No further patient complications were reported/ anticipated as a result of this event